Event description:
It was reported that the surgeon had inserted a three piece silicone lens model aq2003v and realized the lens was torn. The surgeon enlarged the incision to remove the lens and another same type lens was inserted, no suture required.

Manufacturer narrative:
Evaluation results (other) - a visual inspection of the returned product shows the lens optic is torn in half and a portion is torn off and is missing. One haptic is torn. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.